Manufacturer narrative:
Device passed self test. Unit alarmed pump error 38 during rewind due to corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin pump error alarm more than 10 times. The blood glucose of the customer was 13 mmol/l. The customer reported that they were able to clear the alarm but not able to rewind the insulin pump. The customer advised to disconnect from pump and to use back-up back plan. The device will be returned for the analysis.